Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'unit suddenly turns off' which were verified through a review of the event history log by the presence of 'improper shutdown!' Messages. Evaluation did not reveal a device malfunction related to the failure. The 'improper shutdown!' Alarms in the log indicates that all power manually disconnected or shut down without user input. No component could be determined for causality and therefore no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off suddenly during programming at the biomed service department. There was no patient involvement. No additional information is available.